Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin children) since (B)(6) 2007. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and migraine was resolving, the dysmenorrhoea, dyspareunia, female sexual dysfunction and abdominal pain outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet received. Event pelvic pain make serious incident. Events added from pfs- migraines / headaches, hair loss. Outcome of event pelvic pain ware updated. Onset date of event pelvic pain were updated. Concomitant drug, medical history, reporter information, aka name, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.